Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 5mg/ml at 1mg/day via an implantable pump. The indications for use were chronic low back pain and spinal pain it was reported the patient had an infection at the pump incision site. There were no environmental, external or patient factors that may have led or contributed to the issue. A new pump and catheter were placed and the patient was then repositioned and the old pump and catheter were explanted. The issue was resolved and the patient status was noted as alive, no injury at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.